Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "capsular contracture" baker grade unknown and "firm masses within the capsule". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease fold, and red particles. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp crease opening on posterior side, wear abrasion, and non-penetrating nicks. Based on the device analysis the final assessment was a sharp crease opening on posterior side due to fold flaw opening.

Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported "capsular contracture" baker grade unknown and "firm masses within the capsule". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.